Manufacturer narrative:
Concomitant medical products: wedge plasma s/o sz 5 (cat# 188-00-05 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eighteen days post initial left tha, this female patient was brought back for left hip trauma, lesser trochanteric fracture, the hip was dislocated, femoral head removed and stem removed. The fracture was reduced using cable system, a size 6 hps stem was cemented with a 36+3.5 biolox head. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray received. The devices will be return.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately eighteen days post initial left tha, this female patient was brought back for left hip trauma, lesser trochanteric fracture and the hip was dislocated the femoral head and stem were removed. The fracture was reduced using a cable system, a size 6 hps stem was cemented with a 36+3.5 (ceramic) head. The cause, type, and date of trauma are not known. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray received. The devices will be return. The representative provided the additional information on 29 aug 22: "I¿m not sure of the type of trauma. I am assuming a fall [,] not sure the exact date it happened." No other information provided. There is no information about the supposed patient fall to determine implant participation in the event. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of hip trauma and surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.